Event description:
It was reported that when the programmer was turned on, it showed an error message, which said to turn the programmer off and then back on. This was attempted, with no resolution of the issue. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer powered on with an error message. The pcb (printed circuit board) was found to be out of specification.